Event description:
A customer contacted beckmancoulter regarding a monocyte result from july 2003 that was not flagged by the lh750 instrument. According to the customer, in july 2003, the lh 750 instrument generated a monocyte result of 11.6%. The customer's flag was set at 14.0% and the instrumetn did not generate any operator definable messages. A slide review was not performed based on result obtained. The result was believed to be normal. Sometime in july 2003, the pt was admitted for surgery. The differential result from july 2003 did not cause the pt to have this procedure. The surgery was prescheduled prior to the testing performed july 2003 and it is strongly believed that the sample collected from the pt was part of a pre-operational panel. In 2003, a follow-up differential test was performed on the pt. The monocyte results was 29% with customer generated flags (operator definable messages = neutropenia %, monocyte % and neutropenia) and instrument generated flag (verify differential). A manual slide review was performed and the slide showed 15% monocytes and 16% blastocytes. Based on the information provided by the customer, there has been no change to pt treatment that can be attributed to this event. The surgery performed on the pt was prescheduled prior to the event.